Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition.

Event description:
According to the reporter during an inguinal hernia repair procedure the balloon was inserted into trocar but it failed to inflate. It was also reported that there was no adverse event due to the malfunction of the device.